Event description:
Select all that apply: high thresholds ? Please specify high rv thresholds for 3 days, output to 5.0v/0.4ms. V paced 25.1%. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).